Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding. The keypad was removed and all of the key contacts were observed to be inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the "ok" keypad button was not responding and did not spring back. The reporter denies damage to the keypad or exposure to moisture.